Event description:
Reportedly, the time to rrt was estimated to 1y and a few moths few on 2023, and on (B)(6) 2024, the time to rrt was estimated to 3-5y how is this possible and what is the time to rrt?

Manufacturer narrative:
Please refer to the attached report. Estimation of residual longevity and discussion analysis of the provided files dated between (B)(6) 2019 and (B)(6)2024 - during in clinic followup dated (B)(6) 2019, the residual longevity was estimated between 9 and 12 years - during in clinic followup dated (B)(6) 2020, the residual longevity was estimated between 7 and 9 years - during in clinic followup dated (B)(6) 2020, the residual longevity was estimated between 5 and 7 years - during in clinic followup dated (B)(6) 2022, the residual longevity was estimated between 3 and 5 years - during in clinic followup dated (B)(6) 2023, the residual longevity was estimated to 1 year - during in clinic followup dated (B)(6)2024, the residual longevity was estimated between 3 and 5 years - the residual longevity decreased rapidly, then re-increased in 2024. The decrease of the residual longevity is due to a temporary lower value of the battery voltage (2,91 v) on (B)(6) 2020. - this value of the battery voltage recovered (2.96 v) in (B)(6) 2020. But the value recorded in (B)(6) 2020 (2,91v) is still used for the calculation of the residual longevity until a lower value than 2.91v was recorded ((B)(6) 2024). Indeed, as per specifications, the calculation of the residual longevity is based on the lower battery voltage and the date of measurement. - therefore, the residual longevity displayed between (B)(6) 2020 and (B)(6) 2024 is not representative of the real residual longevity. The residual longevity displayed in (B)(6) 2024 is correct: 3-5 years (according to the current programming). - no abnormal battery depletion is suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the time to rrt was estimated to 1y and a few moths few on 2023, and on 4 july 2024, the time to rrt was estimated to 3-5y how is this possible and what is the time to rrt?